Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient got a lung infection due to the device. Medical intervention was required but was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient got a lung infection due to the device. Medical intervention was required but was not specified. After the second attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation. The device was returned to the manufacturer for evaluation. But the evaluation not yet completed. The manufacturer is submitting an updated report at this time. After completion of evaluation, a follow-up report will be filed. In box h6: evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.